Manufacturer narrative:
As reported, the patient had an optease inferior vena cava (ivc) filter implanted. Per the medical records, the ivc filter was placed for lower extremity deep venous thrombosis (dvt) and pulmonary embolism (pe). The filter subsequently malfunctioned causing the patient to experience blood clots (described as recurrent pe), clotting and occlusion of the ivc filter, filter was embedded in the wall of the ivc, and the filter is unable to be retrieved. Due to the continued pe occurrence, a second non-cordis ivc filter was implanted. As a result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Two attempts were made to retrieve the filter, one 7 months and one 35 months post implantation. Both attempts were unsuccessful. The patient states that he has fear of possible complications down the road because of the filter remaining inside of him. The device remains implanted. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, thrombosis within the filter and occlusion of the filter do not represent a device malfunction. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The attempted filter removals were done at approximately 7 and 35 months post implantation. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Fear does not represent a device malfunction and maybe related to underlying patient issues. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099- 2016-00570 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported in the legal brief, the patient had an optease inferior vena cava (ivc) filter implanted. The filter subsequently malfunctioned causing the patient to experience blood clots, clotting and occlusion of the ivc filter, filter embedded in the wall of the ivc, and the filter is unable to be retrieved. As a result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. Additionally, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per the medical records indicates two attempts were made to retrieve the filter, one 7 months and one 35 months post implantation. Both attempts were unsuccessful. The device remains implanted and patient continues to experience fear that the device will fracture or migrate and cause injury.